Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 2.0, 6.0, lab: approx 6.0. No other details were available from the customer.

Manufacturer narrative:
Investigation pending.